Event description:
It was reported that when the ventilator was connected to a patient, it did not ventilate. There was no patient harm. Manufacturer's ref # : (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. On the reported event date, alarms for vt inspiratory overrange, inspiratory flow overrange and expiratory minute volume low were generated. These alarms indicate a leakage in the patient breathing circuit. During the situation causing the alarms, the measured volume will be different than the set or expected volume. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event. The cause of the reported loss of volume was most likely a leakage in the patient breathing circuit. The cause of the leakage has not been determined.

Event description:
Manufacturer's ref #: (B)(4).